Event description:
It was reported a device interrogation showed the battery to be at 2.66 volts and the battery measurement via "tool" was around 2.98 volts. Unstable battery voltage measurements was also reported. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported a device interrogation showed the battery to be at 2.66 volts and the battery measurement via "tool" was around 2.98 volts. Unstable battery voltage measurements was also reported. The device remains in use. No patient complications have been reported as a result of this event. The device was later explanted and replaced due to eri (elective replacement indicator).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and showed low telemetered battery voltage. The daily battery voltage reading was 2.95v and the in office value was 2.66v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and showed low telemetered battery voltage. The daily battery voltage reading was 2.95v and the in office value was 2.66v. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.